Event description:
A nurse reported a pt who experienced a corneal burn in conjunction with an unspecified viscoelastic. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by phone, fax and mail on 01/25/2012, 01/27/2012 and 02/10/2012. A completed questionnaire has not been received. (B)(4).